Manufacturer narrative:
Section f9: approximate of age device cannot be calculated as the device serial number was not provided. Manufacturer's investigation conclusion: the reported event, of the patient's controller having no external power events, was confirmed in the submitted log file. The log file contained approximately 34 days of patient usage data. No external power events occurred on one occasion; the controller operated on backup battery power during this occurrence. Per the log file, the controller was operating on mpu power prior to and after external power was restored. Based on the log file, the mpu loss of ac power was either a mpu power cord connection issue or an electrical outlet connection issue. The mpu was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced no external power alarm on (B)(6) 2018. The manufacturer¿s technical service representative reviewed the log file and confirmed 5 no external power events on (B)(6) 2018 between 22:18;15 and 22:19:28 which could be caused by the power cord coming loose from the mobile power unit or the ac wall outlet.